Event description:
It was reported the customer received a no delivery alarm during a manual prime. Customer's blood glucose was 87 mg/dl. The customer stated they were unable to troubleshoot for the alarm at the time of the call. The customer stated they would call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.